Event description:
It was reported that this right ventricular lead exhibited high out for range pacing impedance measurements. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out for range pacing impedance measurements. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received indicating technical services (ts) was contacted by the health care professional (hcp) for assistance programming the pacemaker to magnetic resonance imaging (MRI) protection mode. Ts noted that the rv lead had previously been turned off due to lead integrity issues and so the system was currently not MRI conditionally approved. The pacemaker system remains in service. No adverse patient effects were reported.